Manufacturer narrative:
Internal insulation abrasion was noted at 12.5-12.8cm from the distal tip. Insulation and conductor damage was noted at 31.2-31.6cm from the distal tip, consistent with clavicle crush damage. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a lost to follow up patient presented in clinic for a follow up. Externalized conductors were observed when the lead was diagnostically imaged prophylactically. Patient was asymptomatic. Subsequently, the lead was explanted.